Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. A revision procedure is anticipated to be performed to resolve the issue but is not yet scheduled. The patient was in stable condition.

Event description:
Additional information received indicated diagnostic imaging was performed and revealed no anomalies. The physician has elected to monitor the patient.